Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (gripper caught in the chordae). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report am xtw mitraclip that captured chordae in addition to the mitral leaflets. It was reported that on (B)(6) 2022 a patient presented with grade 4 degenerative mitral regurgitation (mr), with a prolapsed posterior, anterior flail, and torn chordae on the anterior leaflet. During the procedure with a xtw mitraclip (10910r242), the gripper was caught in the chordae of the anterior leaflet. Standard troubleshooting maneuvers were performed to free the device. A grasp had to be made, as there was still a level of entanglement on the grippers. A good grasp was made, with some of the chordae attached. The mr was successfully reduced to 1. There was no observed tissue damage, adverse patient effect, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.